Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding, pain, and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6)2020, the patient was admitted for ongoing management of recurrent epistaxis. The persistance epistaxis began (B)(6)2020 and the patient was symptomatic on arrival. Rhinorapid was inserted. Patient's inr was 3.1. Epistaxis was ongoing while inpatient and it was managed with rapidrhino and packs. The site planned for ent (ear, nose, and throat) at the hospital but was transferred to another facility on day 11 for admission under cahf and ongoing ent management of epistaixs. Aspirin was ceased on (B)(6)2020 and therapeutic enoxaparin was commenced. Ent was involved from day 1 of admission. On (B)(6)2020, the patient's right sphenopalatine artery was ligated and the right nasal septum was cauterized. Anticoagulation was withheld for 24 hours and warfarin with heparin cross over was recommenced. Post warfarin recommencement, there was ongoing low volume ooze from right nostril, likely from trauma from previous packing/cauterization. Patient condition was complicated by large volume of epistaxis on (B)(6)2020 early morning. That day interventional radiology was used for embolization on right imax (internal maxillary artery), facial and left imax branches. Heparin was recommenced on (B)(6)2020 in the evening, with an aim aptt (activated partial thromboplastin time) of 45-50 which was complicated by recurrence of epistaxis on (B)(6)2020. Anitcoagulation was ceased on (B)(6)2020. On (B)(6)2020, ent examined the patient while under anaesthesia (eua, examination under anaesthesia) and inserted a right nasal bipp (bismuth iodoform paraffin paste). Histopathology of right septal lesion on (B)(6)2020 found necroinflammatory debris. Hemoglobin (hb) dropped to 71 post eua and bipp insertion which required 1x packed rbc (red blood cell) transfusion. Heparin (aptt 40-60) and warfarin was recommenced on (B)(6)2020 and was ceased on (B)(6)2020 in setting of recurrent nasal ooze and uss (ultrasound scan) guided lymph node biopsy. Epistaxis ceased. Nasal packing was complicated by pressure-like headache and the patient was frustrated by pain, requiring up-titration of opiod and neuopathic analgesia. Elective readmission to ward on (B)(6) 2020 for removal of bipp on (B)(6) 2020. There was no anticoagulation/aspirin from discharge until bipp removal. Right bipp was removed on (B)(6) 2020 by ent. After removal, raw mucosa was seen, especially on anterior septum and posterolateral to middle turbinate. This was packed with surgical fibrillar and nasopore. The left nostril had healthy mucosa and no active bleeding. There was no bleeding post operative, the patient was hemodynamically stable, and hb was stable. The patient was discharged on day 1 of bipp removal. New inr range 2.0-2.5.